Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion. The paclitaxel was running, and the nurse started at 200ml/hour anticipating the final volume being 551ml. Started infusion 1:15pm, now 440pm ¿ 3.5 hours now and has about 25 ml left. The pump is saying the total volume now infused is about 700ml. There was no known patient injury or medical intervention associated with this event. No additional information is available.